Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result, above the ami cut-off, generated by synchron lx I 725 clinical system for one patient. The result was reported out of the laboratory. Repeat testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was collected in a bd lithium heparin plasma tube, and was centrifuged for 10 minutes. The sample appearance was normal and had the recommended fill volume. The sample was aspirated from the primary collection tube for all three results. Qc was within the established ranges prior to and after this event. A system check was performed on (B)(6) 2011 and met specifications. Service was on site (B)(4) 2011 to perform a diagnostic high sensitivity system check, which failed. The field service engineer (fse) performed a preventive maintenance. All verification testing was performed and met specifications. No clear root cause could be determined for this event.